Manufacturer narrative:
(B)(4).

Event description:
It was reported that svt was marked as vt due to diagnostic anomaly. The session records will be submitted to engineering for further investigation.